Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 10/1/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the complaint lens taped to the top of the complaint simplicity. The lens module/cartridge assembly was inspected and no issues were identified. The cartridge also presented with no issues. The complaint lens was removed and cleaned, and presented with no cosmetic issues. The complaint issue cannot be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon tried inserting a dib00 model intraocular lens (iol) into the patient's right eye it did not insert properly. The lens had patient contact, but did not insert completely into the eye. While the surgeon was inserting the lens, it bent to one side and the surgeon had to stop and half of the lens was out of the cartridge. Procedure was completely successfully using backup lens. Through follow-up, it was learned that there was no damage to the lens and that the issue with the lens was that the lens bent to one side during insertion. There was no patient injury and no medical/surgical interventions were done. No further information available.